Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned non-emergency treatment. With the assistance of the philips helpdesk, the user restarted the geometry pc and the system returned to use in good working order. A philips field service engineer inspected the system onsite and replaced the mains power distribution control unit as a preventive replacement. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geo-pc did not start up and several components of the system remained under power after a shutdown. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the mdpu was faulty. The fse replaced the faulty mpdu and the device was returned to expected functionality.